Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th nov 2025, it was reported by a distributor via an email that for 1 unit of ar-3638, knotless fibertak¿ with #2 suture (5-box), the fibertak suture was stuck during the suture passing process. This made the tensionable mechanism unable to complete. The surgeon cut off the suture and left the anchor inside the bone. This was detected during a bankart repair on (B)(6) 2025. The procedure was completed successfully by using additional fibertak. There was no patient harm, and no secondary surgery was needed at the moment.